Event description:
A reoperation was performed in order to remove thrombus from this valve (the pt also has a sjm aortic valve model 25ahpj-505). According to the op report, the mitral valve was "properly seated" and there were "no problems with the previous implantation". The "superior" leaflet was "immobile" due to thrombus in both of the hinges. Once the thrombus was removed, the leaflet mobility "appeared normal." A "small amount" of thrombus was also removed from the "inferior" leaflet; however, this leaflet exhibited "normal" mobility. Transesophageal echocardiography showed "completely normal" leaflet mobility and "excellent" mitral valve function, and the valve remains implanted. According to the path report, the thrombus consisted of "blood coagulum consistent with recent thrombus" and gram stain was negative.